Event description:
It was reported that the representative attempted to reach out to the patient post implant procedure, and the patient did not respond to the call attempts; they only alerted their physician on an office visit that they were experiencing pain at the implant site that radiated down the lead. The physician immediately scheduled the patient for a revision/replacement of the tined lead and to make an adjustment to the battery pocket. The patient had their revision on (B)(6) 2026. The representative will follow up with the patient in 2 weeks to check on their efficacy and comfort. There were no other issues or complications reported.

Manufacturer narrative:
Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort, pain, undesired sensations (non-target stimulation area) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the representative attempted to reach out to the patient post implant procedure, and the patient did not respond to the call attempts. The patient alerted their physician on an office visit that they were experiencing pain at the implant site that radiated down the lead. The physician immediately scheduled the patient for a replacement of the tined lead and to make an adjustment to the battery pocket. The patient had their revision on (B)(6) 2026. The representative will follow up with the patient in 2 weeks to check on their efficacy and comfort. There were no other issues or complications reported.